Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at procedure closure the physician noted redness on the patient's left thigh where the tubing was lying. The redness dissapated without any treatment and a small finger-nail sized area was classified as a 1st degree burn. Additional follow up received confirmed there were no further complications reported with this event. The patient is reported to be "fine."

Manufacturer narrative:
Although the patient's exact age is unknown, she is over 18 years of age.the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.